Event description:
It was reported that the lead exhibited high impedance measurements resulting from a possible lead fracture. The lead is scheduled to be explanted and replaced at the next generator change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was variable and beyond the expected upper range, a lead warning alert was triggered, the impedance on the rv (right ventricular) pacing lead was variable and beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected. The analyst noted that 1882 ventricular sic occurred since implant. In addition, 44 non-sustained tachycardia episodes were recorded since (B)(4) 2012. The max rv pacing impedance varies between 352 ohms and 2032 ohms throughout the record. The max svc pacing impedance varies between 4720 ohms and 10096 ohms throughout the record. The rv pacing lead impedance alert occurred on (B)(4) 2011, (B)(4) 2012, and (B)(4) 2013. The svc lead impedance alert occurred on (B)(4) 2011, (B)(4) 2011, (B)(4) 2012, and (B)(4) 2013.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).